Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple appropriate shocks for vt. Upon interrogation, device eri was observed. The physician decided to replace the ICD due to excessive charging. The patient was symptomatic due to vt episodes and the therapy received. The device was explanted and replaced. Patient is in stable condition.

Manufacturer narrative:
The reported excessive hv charging was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.